Event description:
It was reported that on the day of the report during the implant of the burrhole cap the physician dropped the ¿(B)(6)¿ flip part. The reporter stated it ¿went under the sitmloc opening and then it dropped.¿ the piece was described as a cover that looked like ¿pac-man¿ and it was suspected this was the support clip. The reporter provided the physician with another stimloc to use. There was no injury to the patient. Four days later it was reported that no diagnostics were performed or needed. No malfunctions were seen or the cause of the issue determined. At the time of the report only the lead was implanted.

Manufacturer narrative:
Concomitant products: product ID neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2014, product type implantable neurostimulator; product ID neu_unknown_lead, serial# unknown, product type lead; product ID neu_unknown_ext, serial# unknown, product type extension. (B)(4).